Event description:
It was reported that the customer was hospitalized due to a blood glucose level that ranged from 396-397 and life threatening moderate ketones. Prior to being hospitalized, the customer delivered a correction bolus in attempt to resolve the reported issue. Customer was treated with a manual insulin injection while in the hospital, and was released from the hospital the same day. Reportedly, an occlusion alarm occurred. Subsequently the cartridge did not fit on the pump. An o-ring from a previous cartridge was observed on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. In addition, the customer was using off-label insulin. Tandem technical support educated the customer on cartridge and insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.